Manufacturer narrative:
The investigation determined the service actions of replacing the sample probe resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) replaced the sample probe and checked and cleaned various parts of the instrument. Instrument performance testing results were acceptable. The customer performed qc with acceptable results. Some samples were run for various parameters and the results were acceptable.

Event description:
The initial reporter questioned results for 1 patient sample tested for elecsys free psa (free psa) and elecsys total psa (total psa) on a cobas 8000 e 602 module. The initial free psa result was an error message (slld.e) with no numerical result. The repeat result was 1.53 ng/ml. The initial total psa result was 0.022 ng/ml. The repeat result was 9.45 ng/ml. No questionable results were reported outside of the laboratory. The free psa reagent lot number was 44217705 with an expiration date of 28-feb-2021. The total psa reagent lot number was 40952700. The expiration date was not provided.